Manufacturer narrative:
(B)(4). Date sent: 8/26/2020. D4: batch # u93m83. Investigation summary : the analysis results found that the el5ml device was returned inserted in an endopath xcel 5mm trocar and with no apparent damage. In addition 1 malformed clip was received inside of a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 1 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: could you please clarify if the jaws present any damage? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, one side of the jaws did not close so that the device could not be removed from the trocar. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.